Manufacturer narrative:
Report source: (B)(6) incident report reference no. (B)(4); submitted to (B)(6) by the patient. (B)(4). The device was implanted and is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx halo system was implanted into the patient during a procedure performed on (B)(6) 2016. On (B)(6) 2017, the patient constantly felt that she had a tampon inserted into her vagina which was exerting pressure, and it felt like something was lacerating her vagina. The patient had severe pelvic pain which felt like her uterus was going to come out from her vagina when she runs. Also, she experienced pain in the left groin every after heavy exertion. At night, the patient no longer feels the urge to urinate, and it was painful for her when she had to go to the bathroom. Subsequently, the patient experienced incomplete bladder emptying, where she had to take time to get up and sit down on the toilet seat. In (B)(6) 2019, the patient had an unbearable episode of urinary tract infection, and pain in the lower abdomen. During her previous urinary tract infections, the patient felt a tightening in the urethra, and pain in the lower back. She also lost her vaginal sensitivity and had difficulty having sexual intercourse due to pain. Reportedly, the patient can no longer ejaculate and reach orgasm.